Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were hard to press. Also reported crack on the front of the insulin pump and also was louder to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No button error alarm during testing. Device passed displacement test and self test and rewind test. Device received with all operating currents within spec. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).